Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during a device implant procedure, the rv passive electrode was broken with a missing wing. Damage was observed at the head portion of the electrode. Physician suspected that the lead was damaged prior implantation. Physician removed the lead and a new lead was implanted. Patient was stable and recovering.